Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite and checked the error log. The fsr found many instances of high o2 inlet (high oxygen inlet pressure) alarms. The fsr reported the o2 inlet pressure was out of specifications and ran oxygen (o2) pressure calibrations in the service menu. After completion of the test, the fsr reported no further issues. The fsr ran service verification testing and reported the unit is ready for patient use.

Event description:
The customer reported while using the vela ventilator; the unit alarms high o2 inlet (high oxygen inlet pressure) alarms. The issue occurred during patient use, the customer reported the unit was taken out of service. The customer reported there is no patient consequence associated with the event.